Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that four hours post implant, the patient went into cardiac arrest. A chest x-ray revealed that the right atrial lead had shifted. Before the lead could be repositioned, the patient developed a right side hemothorax and was sent immediately for an open heart surgery. In the operating room, cardiac perforation was identified. The surgeon sealed the perforated site. Six days later, the patient expired due to several complications.